Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. There was blood/body fluid noted in the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, the lead was positioned into the vein and dislodged with sheath removal. The lead was not used. There were no patient complications reported as a result of this event.